Manufacturer narrative:
Information was requested from the customer but was not provided.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Upon inspection it was established that the part returned is not an implant direct part.